Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90%, 2.75x32mm, eccentric and denovo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm balloon. When the 2.75x32mm taxus liberte stent was taken out of the package it was noted that the proximal end of the stent was damaged. The procedure was successfully completed by implanting three of the same devices in the lesion. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination identified that the stent was partially deployed at both the distal and proximal ends. There was also some stent damage at the proximal end. The balloon was returned partially inflated. There was a kink in the lumen-midshaft at the port area. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was further reported that the stent was "proximally not folded".